Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR is related to the retrospective review of complaints from companion medical inc, following medtronic¿s acquisition of the company in september 2020.

Event description:
Customer reported via phone call that the inpen is not delivering doses correctly. Blood glucose at the time of call is 566 mg/dl. Customer changed the cartridge the night before and had a recommendation of 18 units in the morning but registered multiple smaller doses that added up to 17.5 units. No harm requiring medical intervention was reported. The device is not expected to return for analysis.